Manufacturer narrative:
(B)(4). The recipient reportedly experienced a skin flap infection. On (B)(6) 2016, the recipient was treated with cefadroxil and cephalosporin for 21 days. The recipient was recommended non-use of the device during the treatment. The recipient is reportedly in adequate clinical conditions without signs of inflammation or infection. The recipient has been cleared to resume use of device. The recipient remains implanted. This is the final report.

Event description:
The recipient is reportedly experiencing inflammation and swelling at the implant site. The recipient was prescribed antibiotics (type unknown). The recipient was recommended to suspend use of the external processor.